Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer performed a correction bolus via the pump and administered a manual injection to address the elevated bg and then changed out supplies to resolve the issue.